Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system was oversensing, which resulted in two inappropriate shocks. The oversensing could be recreated with manipulation of the implant pocket. Numerous non-sustained episodes were noted in therapy history. An invasive procedure was performed and the rate sensing portion of the lead was fractured. The lead was partially removed and the remainder was capped. A new lead was implanted.